Manufacturer narrative:
Evaluation results: one photograph of the bivona tracheostomy tube was received. From the picture it was observed that the bivona product was connected to an unknown product. No damaged could be detected on the unit. No root cause could be determined since no sample was received to perform a thorough investigation and from the pictures received the defect is unclear. As a preventive action a production personnel was notified by the quality engineer on 06/may/2019 to make them aware of the defect reported by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that the connector cannot be released from a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube. Subsequently, the tube changed out with no reported adverse patient effects.